Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to load a cartridge successfully, and had manual injections available as alternate insulin therapy.